Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to noisy signals oversensing, sense b noise is suspected. The provocative maneuvers were performed using the secondary vector, as the primary vector was not acceptable at all. Noise was observed during the maneuvers, but it was clearly identified. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to noisy signals oversensing, sense b noise is suspected. The provocative maneuvers were performed using the secondary vector, as the primary vector was not acceptable at all. Noise was observed during the maneuvers, but it was clearly identified. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.